Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, "intraoperative bone perforation or fracture may occur, particularly in the presence of poor bone stock caused by osteoporosis, bone defects from previous surgery, bone resorption, or while inserting the device." Number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-02769 / 02770 / 02771). Device remains implanted.

Event description:
Patient began to experience pain, swelling, and limited mobility approximately 3 months post-implantation. The patient alleges that the tibial bearing is too small, the tibial tray is loose, and femoral component is also possibly loose or malaligned. The patient also alleges having experienced hyperextension and instability anteriorly/posteriorly and medially/laterally, as well as high blood counts and bone fragments left in the joint. No revision has been reported to date.